Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged approximately a month after its implant, as confirmed via fluoroscopy. A revision procedure was performed and the lead was found to have migrated into the surgical pocket. The ra lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.